Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending of lot number, retains testing, concomitant product evaluation and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue and all process specifications were met before release of the product. Trending analysis by lot number was reviewed from (B)(6) 2017 to (B)(6) 2017 and trending was not exceeded. Retains testing was performed and product was determined to meet specifications. The concomitant sterrad nx was tested by a field service engineer. The unit was in working condition and no maintenance was required. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue could not be determined due to insufficient information. Multiple attempts to obtain information from the customer were unsuccessful. Should additional information become available, the file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
Reference asp complaint # (B)(4).

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® nx cycle. The affected load was released for use on patient(s), however, there is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly and load released without reprocessing.